Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the applicator of the adc freestyle libre sensor did not inject the sensor into the arm and thus could not apply the sensor. Customer started to feel bad and experienced nausea and "state of paralysis". Customer presented to the emergency room where he was diagnosed with hyperglycemia and received unspecified IV as treatment. There was no report of death or permanent impairment associated with this event.